Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on march 24, 2017 which confirmed that the injector was operating within bayer specifications. The stellant disposable set that was in use during the procedure was discarded by the site. The customer did not retain the disposables that were in use during the reported incident; therefore they are not available for evaluation. Additional applications training was offered; however, the site declined. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the following: a female chemotherapy patient undergoing a CT scan of the soft tissue of the neck suffered an extravasation to the arm of approximately 10-20mls of contrast. The patient experienced pain during the injection; subsequently, the injection was aborted. The IV catheter was removed and a new IV was started in the opposite arm after which the injection and scan were successfully completed. A warm compress was applied to the affected limb and the patient was transferred to the emergency department for further care.

Manufacturer narrative:
The initial MDR (2520313-2017-00023) dated april 6, 2017 was submitted with information stating that the disposable that was in use during the alleged incident had been discarded. However, the customer did provide the catalog and batch numbers of the subject disposable kit. Bayer product analysis tested a retained sample from sds-ctp-scs, lot number 8524552. No visual or functional defects were identified. Functional testing concluded that the retained disposables performed to specification with no problems observed.